Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer forgot to complete the air removal step when loading a new cartridge with insulin. There was no reported impact to the customer's blood glucose (bg) level. Customer indicated they would repeat the load process with a new cartridge.